Event description:
A customer contacted beckman coulter inc. (Bec) after receiving communication errors from the unicel dxi 800 access immunoassay system. Bec cts (customer technical support) performed troubleshooting and had the customer reboot the pc and the analyzer. The customer then noticed smell of melting plastic from the instrument 30 minutes later. Upon opening the instrument to inspect, customer noted that the smell was stronger. There was no flame, arch, or smoke. Cts had customer power down and disconnect power source to the analyzer and wait for service. No injury was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site (B)(4) 2011, for this event and noted that the smell was coming from the left card cage of the analyzer. Upon inspection of the pcb boards, fse discovered that the fan on the cpu board had seized and there was melted plastic stuck to the fan blades and the melted plastic had dripped onto the hard drive ribbon cable as well. Fse replaced the cpu pcb board and the hard drive ribbon cable. Fse then calibrated the pressure sensors and performed a routine system check which passed within the instrument specifications. Hardware is the root cause of this event. (B)(4).